Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed lot number information was not provided to bsc. Efforts were made to obtain the information, but it was not available.

Event description:
It was reported that luer damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath during device preparation, the flush line was noted to be cracked. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that luer damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath during device preparation, the flush line was noted to be cracked. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the sheath upon removal from its packaging noted damage on the flush lumen. Microscopic analysis of the flush lumen of the sheath found a tear where the lumen connects to the stopcock. The hemostatic valves were also inspected, but no damage to the valves were noted. The reported damage was confirmed via analysis. Detailed lot number information was not provided to bsc. Efforts were made to obtain the information, but it was not available.